Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed replace battery warnings on (B)(4) 2012. The battery voltage at the time of the warnings was 'low'. The black box showed that partially a charged battery was installed during the battery change; the battery voltage was not fully charged. On testing, the pump powered on normally. The pump was tested with an external power supply and idle, sleep, rewind and load currents were all within specification. The pump was exercised for 24 hours without battery alarms or warnings occurring.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that the pump had a power issue. The reporter indicated that on (B)(6) 2012, at an unspecified time, the pump gave a low battery alarm. The reporter claimed that the pump kept giving the alarm although the batteries were replaced 5 times. At 12:00 pm that same day, the pump was discontinued and a backup plan for insulin delivery was initiated. The patient started using rapid acting insulin. However, lantus insulin was not started until (B)(6) 2012, at an unspecified time. The reporter explained that they delayed the use of the lantus insulin due to the fear that the patient would go low. On (B)(6) 2012, the patient's bg levels reached from "300 to 457 mg/dl." The patient reportedly had symptoms of feeling extremely tired and drowsy. After starting the lantus insulin, the patient's bg level came down to "89 mg/dl." The reporter denied that the pump suffered any trauma. The pump's battery cap was intact and no damage to the threads was found. The reporter denied that the device was exposed to moisture. The alleged power issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to the patient's injury. The patient's injury can be attributed to diabetes management factors. The patient's high bg levels and symptoms can be attributed to the delay of backup lantus insulin delivery by the patient.